Event description:
Customer alleges that the treatment computer added a fixed wedge to a patient's plan and modified the plan in the database after a computer locked up following a portal image. No further information regarding the allegation is available at this time.

Manufacturer narrative:
The customer's allegation can not be reproduced or confirmed at this time, but until the completion of our investigation, varian can not rule out the potential for serious injury. A supplemental MDR will be filed at the conclusion of our investigation.